Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician exercised the helix outside the body prior to implant and had difficulty getting the helix to extend. After over 20 rotations, the helix "popped" out. During implant attempt of this lead, the helix took a very long time to deploy. The physician decided to remove the lead and implanted a new lead with no problems. No patient complications have been reported as a result of this event.